Event description:
It was reported that the coil was stuck and protruding from the catheter's tip upon removal. A 10mm x 40cm interlock¿-35 was selected and advanced to embolize an abdominal aortic aneurysm in the severely tortuous internal iliac artery. During the procedure, resistance was encountered upon advancing the coil through a 5f .038 non bsc catheter. It was noted that the coil would not fully deploy out of the catheter as the coil was stuck inside the catheter. The coil and catheter were removed as a unit with part of the coil protruding out of the catheter's tip. The procedure was completed with an 018 coil system. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used and intermittent flush was utilized. The dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." Additionally, the preparations for use section of the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor to the added resistance in the catheter and the inability to successfully deploy the coil. Bsc ID: a00475948 tw# 3362710